Event description:
A caller reported a cartridge alarm, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the correct load technique, and the caller successfully resumed insulin therapy, resolving the issue.